Event description:
It was reported during a right superior pulmonary vein ablation procedure, the irrigation lumen feeding into the handle of the catheter was detached from the handle. It is unk when the break in the irrigation port occurred. Eight minutes into the procedure, it was noted when the stockert generator was not applying rf energy. The temperature was constant at 39 degrees celsius, even though no rf energy was able to be delivered on multiple attempts. The device was removed from the pt and the damage to the device was noted. There were no consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned for eval, a f/u report will be submitted.